Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4), the device was returned and analyzed. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the device reached the elective replacement indicator prematurely. The device was explanted and replaced. No patient complications were reported as a result of this event.